Event description:
User experiencing elevated troponin t test results. The user indicates this occurred on approximately 3-4 patients per day. The following examples were provided: on (B)(6)2007: sample 1, initial result 0.03 ng/ml, repeat <0.010 ng/ml, repeat using different method <0.010 ng/ml; sample 2, initial result 0.03 ng/ml, repeat <0.010 ng/ml, repeat using different method <0.010 ng/ml; and sample 3, initial result 0.02 ng/ml, repeat <0.010 ng/ml, repeat using different method <0.010 ng/ml. On (B)(6)2007: sample 4, initial result 0.02 ng/ml, repeat <0.010 ng/ml, repeat using different method <0.010 ng/ml; sample 5, initial result 0.02 ng/ml, repeat using different method <0.010 ng/ml; and sample 6, initial result 0.012 ng/ml, repeat using different method <0.010 ng/ml. On (B)(6)2007: sample 7, initial result 0.063 ng/ml, repeat using different method 0.04 ng/ml; sample 8, initial result 0.049 ng/ml, repeat using different method 0.03 ng/ml; and sample 9, initial result 0.032 ng/ml, repeat using different method 0.02 ng/ml. One patient was treated based upon the results received, no additional information provided regarding treatment. If additional information is received, appropriate notification will be provided.